Manufacturer narrative:
A2- age at time of event: 18 years or older. Device evaluated by MFR.: a gladiator device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located at the proximal balloon sleeve. The balloon was also torn longitudinally beginning at the circumferential tear and extending approximately 90mm distally across the balloon material. No other issues were noted with the balloon. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination found both markerbands to be undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The patient presented for balloon dilation of vascular stenosis at fistula. The 50% stenosed target lesion with a bend of > 90degrees was located in the severely tortuous and moderately calcified vessel. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation at 15-20 atmospheres for 30 seconds, the balloon ruptured and a pinhole was noted. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that there were two 7.0 x80, 75cm gladiator elite balloon catheters used during the procedure and were damaged. The balloon catheters got damaged on the second time it was pressurized.

Manufacturer narrative:
A2- age at time of event: 18 years or older

Event description:
It was reported that balloon rupture occurred. The patient presented for balloon dilation of vascular stenosis at fistula. The 50% stenosed target lesion with a bend of > 90degrees was located in the severely tortuous and moderately calcified vessel. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation at 15-20 atmospheres for 30 seconds, the balloon ruptured and a pinhole was noted. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that there were two 7.0 x80, 75cm gladiator elite balloon catheters used during the procedure and were damaged. The balloon catheters got damaged on the second time it was pressurized.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The patient presented for balloon dilation of vascular stenosis at fistula. The 50% stenosed target lesion with a bend of > 90 degrees was located in the severely tortuous and moderately calcified vessel. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation at 15-20 atmospheres for 30 seconds the balloon ruptured and a pinhole was noted. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.